Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a product investigation was conducted. Visual inspection: the handle with quick coupling, small (part #: 311.43, lot #7450172) was received at us cq. Upon visual inspection, it was noticed that the handle component was cracked at the dowel pin assembly. No other defects were found on the device. Dimensional inspection: a dimensional inspection was not performed due to the post-manufacturing damage and the root cause of the device condition has been identified as a device design deficiency, which has subsequently been addressed through CAPA. CAPA was launched on 03 nov 2015 to identify the root cause of handle breakage and reduce its occurrence. Through the CAPA investigation, it was determined that the root cause of the handle cracking was that the tolerances of the holes in the handle were too tight. Depending on the material condition, the press-fit between the metallic shaft/dowel pin and their corresponding holes in the handle could lead to an excessive interference fit condition, in which internal stresses within the handle are created. These internal stresses could lead to the handle cracking and/or breaking. The respective drawings were updated through action activity and the design updates were deemed effective through effectiveness actions. Conclusion: the complaint was confirmed for the received device as it was cracked but it was not broken into 2 pieces. A valid design defect was identified as the root cause of the cracked condition. CAPA was launched to address the design defect and was closed on (B)(6) 2017 after effectiveness monitoring of the design changes was deemed effective. No manufacturing issues were identified through the investigation. A corrective and/or preventative action has already been launched and completed to address the design deficiency. See related action. Based on these findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part number:311.43. Synthes lot number: 7450172. Supplier lot number: n/a. Release to warehouse date: 19aug2013. Expiration date: n/a. Manufactured by synthes jennersville. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that, during a routine incoming inspection of a loaner set at (B)(6), it was observed that the handle with quick coupling was broken. There was no known patient or hospital involvement. This report is for one (1) handle with quick coupling, small. This is report 1 of 1 for complaint (B)(4).